Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for peritonitis included cipipime (1 gm, intraperitoneally (ip) in one bag, frequency not reported), vancomycin (1 gm, ip, every 5th day in one bag) and heparin (1000 iu, in each bag, ip). The patient was reported to be recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The patient was under unspecified treatment and recovered from the peritonitis (previously recovering).